Event description:
It was reported that during the operation to replace the lead, the physician noted externalized conductors. The lead was capped and a new lead was implanted. The patient is doing fine.

Manufacturer narrative:
No medwatch form was received.